Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. In addition of the above evaluation, the device's blower and flow sensor assembly having signs of water ingress, replaced both parts as well, which was not related to the malfunction/issue. Unit passed final repair test.